Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation; the device remains implanted. Lot number in file is not an accurate number. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. No further information is expected. (B)(4).

Event description:
A health authority received 11 reports of implanted intraocular lenses (iols) in seven patients with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. These defects have created disabling glare effects. Four of the patients are bilaterally implanted; three of the patients are unilaterally implanted. This patient is bilaterally implanted. This report is for the left eye. No further information is expected. There are 11 reports associated with these events; this is the sixth report.